Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. In addition it was reported the cannula was possibly not inserted correctly into the infusion site lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient found needle had not deployed as intended. Additionally the patient reported being unsure if the cannula was properly seated in the infusion site and the cannula was bent.